Event description:
Customer reported the vaporizer was delivering output lower than dialed in. The pt reportedly was noted to wake up. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Pt info was requested, but not provided to ge healthcare. The serial number, (B) (4), provided by the customer was in an incorrect format. Clarification has been requested.